Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box history showed no evidence of pump power loss. The pump was observed to have a cracked battery compartment. During testing, the pump powered on to the verify screen appropriately. The battery cap was loosened by one half turn without power loss occurring. The pump was exercised for (B)(4) hours without power issues or alarms. The pump was opened and no moisture or damage was observed. The battery cap was tested and was confirmed to be within specifications. The complaint of intermittent power was unable to be confirmed or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was turning on and off intermittently. The reporter indicated that the issue was occurring for three months and confirmed no blood glucose excursions related to the issue. The reporter confirmed that there was no damage to the battery compartment or cap but indicated that the yellow o-ring was visible. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.